Event description:
The customer reported an issue with high blood glucose levels, although the specific value was unknown, it was displayed as "high." There was no adverse impact to the customer¿s blood glucose level. The customer administered a correction bolus via the pump and did not require assistance from a third party. Technical support assisted in updating the carb ratio setting and advised the customer to consult their healthcare provider when making future updates to settings.